Manufacturer narrative:
(B)(4). Event date: (B)(6) 2017. (B)(6). The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000ml eva tpn bag leaked while compounding. It was reported that the leak was located at the bottom seal of the bag. There was no damage to the bag packaging prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.